Event description:
Boston scientific (bsc) crm received information that it was suspected that this atrial dextrus lead had dislodged. No other adverse events have been reported. Implant, explant and event dates were not made available.